Event description:
During preparation for a cardiopulmonary bypass procedure, the central control monitor (display) of the heart lung console appeared to malfunction, indicating a "computer needs service" message. Manual control of pumps and safety sensors remained available through redundant local controls. There was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.